Manufacturer narrative:
The reported event of lead damage was confirmed while high lead impedance was not confirmed. Visual examination of the lead found that an offset inner coil was noted at 80.5cm from the connector pin, and the ptfe coating of the guidewire inside the inner coil at the distal region which likely caused the complaint reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15659, 2017865-2021-15660. It was reported that during an implant procedure on (B)(6) 2021, three different left ventricular leads were noted to have extremely high and out of range pacing lead impedances. These were believed to be attributed to damage caused by the guide wires. A new lead was not implanted. The patient was stable throughout.